Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had previously ordered an insulin pump which has not been delivered. Customer also mentioned that their blood glucose was all over the place and the pump cannot complete the rewind sequence. The customer's blood glucose reading was 142mg/dl at the time of incident. Customer also indicated that the pump does not make any audible tones. The customer indicated that they will wait for the pump to be delivered. Troubleshooting advised customer that if they learn any additional information about their pump then they will be contacted. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to confirm prime fill and reservoir compartment anomaly due to compromised force sensor system alarm. However, the insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, missing end cap sticker and minor scratches on the display window noted.